Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the sutures of the device shifted downward in the pocket. As the slack was lost on the right ventricular (rv) lead, it dislodged. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Several cuts were noted in the lead insulation, this damage was confirmed to be induced. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.